Manufacturer narrative:
Investigation: visual inspection: deposits in the inlet and outlet spout were visible, but no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. Some deposits in the spouts of the valves, but no significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the valves were out of tolerance, but all other specifications were met. The test results showed an accelerated outflow of the shuntsystem. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation results, an accelerated outflow at the shunt system can be noted at the time of our investigation. We suspect that the deposits found inside the valves have led to the functional impairment. Deposits caused by natural substances present in the csf, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operating in overdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 91 centimeters (cm). Weight: (B)(6) kilograms (kg). Gender: male.